Event description:
Intervention to treat a type I iliac endoleak and endograft limb migrated associated with iliac aneurysm growth. It was reported that the pt's iliac aneurysm grew causing the graft limb to migrate and float. The aneurysm was repressured and the leak needed to be treated. In 04/2004 the pt was treated with endovascular embolization and another co's extension limb.